Event description:
Customer reports staff set up the injector with contrast on side a, and saline on side b for a carotid MRI on a male patient(age unknown). Syringes and pressure tubing lines were purged of air, and the lines connected to the patient IV access site. Staff selected the injection protocol, and when attempting to select the drip mode, the touchscreen would not respond. Staff started to reboot, but before any interaction with the injector, the injection started without operator command. Staff attempted to stop the injection using buttons on the touchscreen, but system did not respond. Staff manually shut off the injector to stop the injection. Customer reports less than 3ml of contrast was injected. Staff rebooted the injector system, reset the injection protocol, and started the injection without any further incident. Staff did not use the drip mode for this sequence. Procedure was completed, patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated report of uncommanded movement but could not duplicate the issue. Fse calibrated the touchscreen and returned the unit to full service. A review shows no similar issue reported on this unit.